Event description:
Accelerated heart rate occurred anytime since 12/94. Finally ipg removed 8/96. On 10/21/96 dr's office notified pt of battery warning letter for ipg. Pt called FDA to inquire about warning letter and previous recall z8542.